Event description:
Device malfunction: none. Time of symptoms/ae: after carotid stent procedure. Symptoms/ae: stroke, occlusion, stenosis. The following event was noted through a periodic article review. A study was performed to evaluate restenosis in patients with previous neck irradiation or endarterectomy with de novo lesions during 269 carotid artery stent procedures after stent placement. Reportedly, the results for the 30-day event rate for the entire group included three major ipsilateral stroke, three minor posterior stroke, two asymptomatic occlusion treated medically, and five in-stent restenosis cases of at least 80%, treated with repeat angioplasty with or without stent implantation. No procedural or post-operative complications occurred after repeat interventions. The article indicated stent systems from four manufactures were used. The article does not correlate the reported patient outcomes to a specific stent system (specific manufacturer not identified). The guidant/abbott devices used were rx acculink (104 devices) and xact (20 devices). No additional information was available.

Manufacturer narrative:
Attachment: mark k eskandari, katherine e. Brown, melina r. Kibbe, mark d. Morasch, jon s. Matsumura, william h. Pearce; "restenosis after carotid stent placement in patients with previous neck irradiation or endarterectomy"; j vase interv radiol 2007; 18: 1368-1374. The device was not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.